Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon fell apart inside...couldn't pull it out - vagina [foreign body in reproductive tract] couldn't pull it out - tampon [complication of device removal] tampon fell apart [device breakage] probable manufacturing cause [manufacturing issue] case narrative: consumer's mother reported that her daughter's tampon fell apart inside of her. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon fell apart inside...couldn't pull it out - vagina [foreign body in reproductive tract] couldn't pull it out - tampon [complication of device removal] tampon fell apart [device breakage] case narrative: consumer's mother reported that her daughter's tampon fell apart inside of her. No serious injury was reported.